Event description:
A gore viabahn endoprostheses was used for restenosis of previously placed bare metal stents. Contralateral access was gained via left femoral artery. The treatment area was predilated and the first device was deployed distally without incident. A second device was positioned proximal to the first device extending 3-4cm proximal to the bare metal stents. During deployment, the line snapped after approximately 11 cm of the device deployed. Several attempts to retrieve the end of the line to complete deployment were unsuccessful. The pt was transferred to surgery where a dissection of the right femoral artery was performed. The delivery catheter was split, the physician retrieved the deployment line, and deployment was successfully completed. The right femoral artery was repaired. The pt was fine post procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions- the physician implanted the viabahn device inside a non-gore device (bare metal stents). The product's IFU warns against implanting our device where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the device. This application may have contributed to the deployment line break.